Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was in pain, passed out and fell off the bed. The patient's spouse then began cardiopulmonary resuscitation until an ambulance arrived. The spouse stated that "the device was shocking the patient". The patient is in the hospital in critical condition. The lead remains in use. No further patient complications have been reported as a result of this event.